Event description:
It was reported that when handling the preloaded intraocular lens (iol) injector to perform the implant, the plunger pinched the central area of the iol of the right eye. The surgeon will be performing an explant because it marked the iol ¿a lot.¿ the patient had the lens implanted on (B)(6) 2022, ¿presented touch with upper paracentral deformation of the intra ocular lens caused by failure in the plumbing mechanism¿ of the lens. Through follow-up, it was learned that there was no damage to the plunger or ¿drop.¿ the statement, "presented touch" was clarified to mean that the plunger tip touched the paracentral area of the iol. There was no patient injury, and no medical or surgical intervention was required. The explant was not required, as the patient¿s vision was not affected. The patient was satisfied with surgical outcome. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable, as lens the lens remains implanted. Phone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.